Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. Customer stated that she did go to the hospital on (B)(6) 2022 after the initial call. The customer's blood glucose test result when at the hospital had been 603 mg/dl fasting. The diagnosis was hyperglycemia and customer was treated with IV fluids for dehydration and insulin. The customer had been discharged the same day and advised to follow-up with her health care provider. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern. Customer did report medical intervention since the last call but stated that it was not due to diabetes - customer stated she had gone to the hospital the week prior due to difficulty breathing and the diagnosis was sclerosis and not related to diabetes.

Event description:
Consumer reported complaint for error message (e-0). The test strip lot manufacturer¿s expiration date is 03/31/2024; the product is not stored according to specification (kitchen). The customer did have another vial of test strips, same lot number, that had been stored and handled correctly. During the call, a blood test was performed by the customer and produced e-5 error using true metrix meter. At the time of the call the customer reported she was feeling weak; customer stated that she was going to seek medical attention and go to the hospital.

Manufacturer narrative:
Sections with additional information as of 26-jan-2023: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Defect found on returned meter - e-0 with lab control rev.4 & no control icon/symbol shown. Reported defect not reproduced on returned strips. Product evaluation has been completed. Retention strip lot tested within specifications. Root cause: rc-001: miscellaneous user induced contamination on the strip connector.